Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) had very high defibrillation thresholds. One day post implant, the ICD undersensed the patient's vf, ultimately requiring delivery of external shocks.